Event description:
Equashield closed system transfer device, 5ml syringe, lot 219669a is leaking from the bottom of the syringe onto employee's hand. There isn't supposed to be liquid beneath the plunger. There is liquid beneath the plunger and not air. FDA safety report ID # (B)(4).